Manufacturer narrative:
PMA/510(k): this product is not approved for sale in us but a similar product with catalog#: c01a, 510k#: k160983 and UDI#: (B)(4) is approved for sale in us. If information is provided in the future, a supplemental report will be issued.

Event description:
Date of implant: (B)(6) 2020 product status: : implanted-out of service it was reported that on (B)(6) 2020, intra-op, during filling the cement into the bfd from the mixer, the cement solidified. So a new mixer and new cement were opened for dealing with it. The operation was completed without problems after replacing the mixer and cement. Pre-op diagnosis: ovf procedure involved: bkp (balloon kyphoplasty) the cement became solid so quickly. There were no patient symptoms or complication reported as a result of this event. The patient is recovering.